Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation results visual examination of the returned complaint device revealed no visual defects. Functional analysis was performed, and the balloon was inflated normally. There were no leaks, holes or pinholes noted in the balloon. The returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.